Event description:
It was reported that atrial lead was oversensing when the patient does isometric exercises. The lead¿s sensitivity was decreased and the lead remains in use. It was noted that the patient¿s follow-up was increased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead implanted: (B)(6) 2009; 694758 lead implanted: (B)(6) 2009. (B)(4).